Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra2 meter has a cracked display. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. It is not known as to when the cracked display began and if the patient was able to obtain any blood glucose reading after the reported issue began. As a result of the reported issue, the patient allegedly took an increase dose of lantus and humalog insulin. The reporter noted that the patient developed symptoms described as "sweating and vomiting" six hours after the onset of the cracked display issue began. At an unspecified date and time, the patient's healthcare provider treated the patient with IV glucose. It is not known why the patient was treated with IV glucose. It was also noted that he obtained a blood glucose reading of over "1000" on another device at an unspecified date and time. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the patient's diagnose and treatment in the hospital, why the patient was treated with IV glucose, the duration of the hospital stay, and blood glucose readings during her hospital stay. This complaint is being reported because the reporter claimed that the patient had symptoms that can be suggestive of a serious injury and reportedly obtained a hyperglycemia reading of over "1000" after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.